Event description:
It was reported that during a coronary stent procedure, the physician experienced difficulty advancing the delivery system across the lesion. The physician pulled the delivery system back into the guide catheter and the stent became dislodged. Entire system removal is recommended in the instructions for use. The stent was successfully retrieved and pt status is lised as "okay".